Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:02:46. During night drain cycle two, the patient's ultrafiltration reading was 1555 ml, indicating the home patient drained 1555 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation.  This evaluation included functional and electrical testing of the device. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.